Event description:
Pt underwent lasik procedure to correct astigmatism. Dr input wrong value for correction, forgetting a minus sign before the number. Pt's astigmatism went from about +3.5 to about +6.0 in both eyes.